Event description:
The patient was in preop preparing for a total hip replacement. The preop nurse was shaving the patient's hip for surgery, the clipper kept pulling the patents skin resulting in small cuts to the skin at the surgical site. Manufacturer response for razor, surgical, n/a (per site reporter) waiting for their response.